Manufacturer narrative:
(B)(4). The device referenced in this report was returned for evaluation. Engineering investigated the issue and found that the articulation sleeve was torn, which could be caused by a sharp tool. The engineers were able to reproduce the error. The factory leakage test failed over limit; physical damage at articulation sleeve area could affect leakage test. Through destructive analysis, it was found that the viton sleeve torn inside and cu (copper) shield braids have been also cut by sharp tool. And this shield braid cannot penetrate the sleeve material. Thus, the root cause of this complaint was identified as customer misuse for articulation sleeve damage using a sharp tool. It is recommended that the customer handle transducers carefully. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the patient was sedated and already on the table in preparation for a target ultrasonography study when the transducer prompted a us acquisition hw_40_0 error when it was connected to the ultrasound system. The reported error occurred during equipment testing just before inserting it in the patient. The user switched the system to a similar but different system to continue and complete the study. There was no patient adverse event reported. No additional information was provided.